Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, at 18:08, the patient underwent ureteroscopic holmium laser lithotripsy under spinal anesthesia. The surgery ended at 19:20. Due to the patient¿s condition, a urinary foley catheter was left in place for drainage. The catheter was patent and draining normally. At 01:00 on (B)(6) 2026, the patient felt the catheter had come out through the urethra. The nurse found that it was caused by the balloon bursting. Upon closer inspection, the balloon material was intact, but there was about a 1cm tear at the balloon site. The patient reported mild discomfort at the urethral opening. The on-duty doctor checked and found no bleeding or injury at the urethral opening, kept the perineal area clean and dry, and monitored closely. Two hours later, the patient reported the urethral pain had eased, had no special discomfort, and urinated normally.